Event description:
It was reported that the physician's handheld computer would no longer hold a charge during use when it was unplugged. The site was provided a new hand held and good faith attempts to obtain the non-working hand held for analysis have been unsuccessful to date.